Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) left a clamp open while performing therapy. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was not aware of the incident. The rn was made aware of the home patient (hp) leaving a clamp open and performing therapy. The rn stated the hp has had no injury or medical intervention from this event to their knowledge.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The root cause was determined to be use error: the rn stated that the patient had left a clamp open during therapy. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). Correction: additional investigation is being conducted through (B)(4).